Event description:
Reporter indicated that a vns patient was experiencing worsening depression above pre-vns baseline. It was reported that medications have not been changed recently. The event has not been confirmed by a physician, and attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.